Event description:
Livanova received report that, during a procedure, the cardioplegia roller pump 85 no longer worked. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H11: livanova deutschland manufactures the roller pump 85. Through follow up, livanova was informed that alarm was displayed in red during priming. The pump stopped turning. The pump could not be started and no rpm was displayed on the cockpit, only dashes. No test was done to verify if the pump remained controllable via the backup control panel (ccu). The device was restarted and this solved the issue. Serial read out (real time device parameters and setting recording file) of the pump was collected if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: the cockpit logs were analyzed and confirmed that the error message "cu (control unit) cpl (cardioplegia)-b" defect associated with the error code 4462 was displayed on the cockpit making the user aware of the issue. The 4462 error code indicates that the ccu2 (control unit of the backup control unit 2 associated with the cpl-b pump) was lost for 7 seconds. Complaints database analysis revealed no similar event since unit installation in 2023 and no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. Based on the current level of information and considering that the issue never reoccurred, it cannot be ruled out that the most likely root causes are the following based on software exceptions: ccu2 was working fine without any defect on the screen and no black screen scenario but does not send ¿livetick¿ can message. False alarm coming from cockpit (wrong monitoring of cu can messages leading to wrong assumption on missing cu).